Manufacturer narrative:
(B)(6). Bd received photos from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes contained foreign matter. No serious injury or medical intervention.